Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part #: 03.010.103, lot #: 448p378, manufacturing site: (B)(4), release to warehouse date: 03 december 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in singapore as follows: it was reported that on (B)(6) 2022, during a multiloc humeral nail case, drill bit was used for distal hole. While surgeon was gently malleating on the drill bit on bone, the drill bit tip broke and the broken piece was left inside patient. Surgeon did not attempt to retrieve the broken metal. Drill bit was discarded by nurse. Patient outcome is reported as doing well. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).